Manufacturer narrative:
The device has not been returned by the customer for evaluation. (B) (4)

Event description:
Customer reported during the case, the tip broke off into pt and dr could not retrieve - still in pt - per post discharge x-ray. It was stated with this incident, there were no future plans for additional surgery to attempt removal of the broken tip. I asked if she thought it was possible that the surgeon hit bone. She said, she thought of that also and asked and was told they did not think that was the case.